Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the e zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient stated they went to eat after church at 5:30pm and before leaving the restaurant, they checked the receiver and it was displaying 156 mg/dl. A few minutes after leaving the restaurant, they stated they passed out while the receiver was still displaying 156 mg/dl. Emergency medical technician¿s (emts) were passing by and saw the patient passed out in the snow bank and stopped to assist the patient. When the emt¿s tested the patient¿s blood sugar, the meter was displaying 11 mg/dl. They provided the patient with glucose via intravenous (IV) therapy and transported the patient to the hospital. The patient continued IV treatment while in the hospital and was released after 10 hours. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.